Event description:
The patient felt intermittent stimulation in her left arm. There was no particular body position that "sets it off." No additional information has been provided. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).